Event description:
The customer reported high blood glucose. Customer just got out the hospital from pneumonia. Customer blood glucose was 356 mg/dl. Customer stated that he had the battery out and reprogrammed his insulin pump. Customer stated he changed out his set twice and put in new insulin and took manual injections but the blood glucose was not coming down. Troubleshooting was done for high blood glucose. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.